Event description:
Additional information: it was clarified that the patient had a huge amount of confusion in february when she first started the prialt. The patient was having problems recalling information.

Event description:
It was reported that the patient experienced symptoms thought to be related to the medication, an alarm was audible and then a motor stall was reported. It was initially reported that the patient heard an alarm, however telemetry was not yet performed. The alarm started on (B)(6) 2012. The patient did not hear alarm again after the initial time and intended to contact the healthcare provider (hcp). The hcp later reported a motor stall without recovery. It was noted to be 'unknown' whether there was battery depletion. The hcp acknowledged the alarm, reporting that the 'patient reported audible alarm.' No other information on the alarm or the motor stall was provided. It was noted the patient had increased pain 3 days after last refill, but reporter was unclear when the last refill was. Also noted, the patient experienced confusion which ended in (B)(6). The confusion was thought to be due to the medication. As of (B)(6) 2012 the patient was 'doing well' and was not having any side effects. The hcp acknowledged the confusion, reporting that the patient had difficulty organizing thoughts. The medication was subsequently adjusted. It was further noted by the hcp that the patient recently had undergone a cardiopulmonary bypass operation. The hcp also indicated that the patient was 'doing well.' The medication in the pump was ziconotide. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).